Event description:
The customer reported getting an ECG front end failure during shift test.

Manufacturer narrative:
The customer reported getting an ECG front end failure during shift test. The complaint is still being investigated. A follow-up report will be submitted, upon completion of the investigation.